Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at an unknown dose via an implantable pump for intractable spasticity. It was reported on 2017-jul-28 that an alarm was heard and the reason for the alarm was unknown as telemetry was not yet performed. It was noted that the patient missed a refill of the pump and that the pump was alarming. The patient was due for a refill approximately four months ago from the date of the report 2017-jul-28. It was indicated that the hcp, who was the patient¿s managing physician, believed that the pump was empty of drug. It was also reported that the patient¿s legs felt jumpy. It was asked but unknown if this was considered a sudden or gradual change in therapy/symptoms. No further complications were reported.